Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-25217. It was reported that reproducible noise was observed on the right atrial (ra) and right ventricular (rv) leads. The leads were explanted and replaced. The patient¿s condition was stable.